Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device. Patient code (B)(4) applies to lead (lot# unknown) only. Device code (B)(4) applies to lead (lot# unknown) only. Eval code-conclusion applies to lead (lot# unknown) only.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient went through some pain during the procedure (evaluation start). The next day, patient said the tape feels like it is tugging on the hair on their back and asked if they can replace it; the patient was redirected to their healthcare provider (hcp). On (B)(6) 2017, the patient was still experiencing the tugging. The next day, the patient said the left lead was coming out. They went to their hcp's office because they were having a burning feeling. The hcp removed the leads today because the left one was almost out and that lead was causing the burning. The patient said the evaluation went great. No further patient complications have been reported as a result of this event.